Event description:
It was reported that the cadd pump displayed an air in tubing (air tubulure) message and that the flow rate was out of tolerance. The air in tubing condition triggers a high-priority alarm and could potentially interrupt therapy if it occurs during patient use. There was no reported patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.